Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/06/2026. Data was provided for investigation. Data was provided for investigation and the alerts functioned at their respective thresholds. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 at approximately 5:30 pm, the patient began experiencing symptoms similar to episodes he usually experiences monthly, including sweating and disorientation, along with a strong premonitory feeling that something was about to occur. He noted that this episode felt different from his usual symptoms. Shortly thereafter, his dexcom cgm issued an ¿urgent low¿ alert. As part of his usual response, the patient immediately consumed glucose tablets, food, and honey with tea to raise his blood glucose levels. He did not perform a fingerstick blood glucose (fsbg) test at that time, as he expected his standard carbohydrate intake to correct the low glucose value. After treating the cgm-reported low, he went to his room to rest. Approximately 15 minutes later, the patient experienced loss of consciousness (loc). His mother initially called out to him, believing he was occupied, but upon checking on him, she found him unconscious, diaphoretic, and with his eyes open. She immediately contacted emergency medical services (ems). Ems arrived within approximately 2 minutes due to their close proximity. Ems performed an fsbg measurement, which showed a blood glucose level of 40 mg/dl. An emergency glucose injection was administered, and the patient was transported to the nearest hospital. He arrived at the emergency room (ER) at approximately 7:30 pm, where he was evaluated by a physician and treated with IV glucose to stabilize his blood sugar levels. The patient regained consciousness around 8:15 pm and noted that he was receiving IV dextrose and supplemental oxygen. He also observed that his dexcom sensor had been removed, likely during emergency treatment. The patient remained in the ER for further observation, with blood glucose levels monitored approximately every 45 minutes. By approximately 10:00 pm, the physician confirmed that the patient had regained his energy and was recovering well; however, he was advised to remain for an additional hour for continued monitoring. The patient was discharged at approximately 11:00 pm. Following discharge, the patient reported persistent weakness. The patient stated that he may need to consult his physician to adjust his evening carbohydrate to insulin ratio. He also reported that the sensor was functioning properly. At the time of the report, the information provided reflects the extent of what the patient was able to recall regarding the incident. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.